Event description:
Customer called to report that the leadscrew is not turning and the driver arm is not pushing the syringe plunger. Was unable to see anything exit during unit priming but was able to prime manually with no problem.